Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated they found the issue when their instrument gave a "no requests" on samples that were located in sample slot e. The customer reviewed the issue and found the samples were incorrectly assigned. The ccc contacted the siemens customer service engineer (cse) that was as the customer's site. The cse inspected the instrument. The cse found the instrument has the sticker warning against manually pushing the racks, which may lead to the instrument misreading the racks. The cse found the sample rack was not manually pushed into the system as the sample rack with the issue was in between other samples racks that did not have the issue. The cse replaced the sample rack input queue. The cse verified calibrations, which were within range. The customer performed controls, resulting in range. No errors were noted and all samples were read in the correct positions. The cse ran quality control (qc), which resulted in range. The cse found the tests ordered for the sample that were not read were ferritin, parathyroid hormone and (B)(6) surface antigen. Siemens is investigating the event.

Event description:
A customer reported that their advia centaur xp instrument did not register the correct position of patient samples in the sample racks, which resulted in duplicating an sample ID. The instrument that was physically in position b was tracked as being in position c. The customer stated that all positions within the sample rack were shifted by one space. The initial results were not sent out to the physicians(s). There are no known reports of patient intervention or adverse health consequences due to the incorrectly registered patient samples being placed in the incorrect slot of the sample rack.

Manufacturer narrative:
The initial MDR 2432235-2017-00165 was filed on march 6, 2017. Additional information (03/27/2017): a siemens headquarters support center (hsc) investigated the event. Hsc found service replaced the input queue assembly. The customer has not experienced any further issues. The sample racks are placed into the system from the input queue assembly so there is a potential that if the rack does not make a smooth transition into the in-process queue, the barcode reader could misread the tube positions as the rack is making the transition past the barcode reader. The cause of the incorrectly registered patient samples being placed in the incorrect slot of the sample rack is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.